Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using chronoflex single-lumen powerport. During the port placement procedure, it was reported that the tip of the dilator was allegedly found bent. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 6.5fr peel-apart sheath and dilator was received for evaluation and two photos were provided for review. The photo shows the introducer sheath with dilator together was kept inside a plastic bag. The distal tip of the dilator was noted to be deformed. Visual, microscopic and functional evaluations were performed. The distal tip of the vessel dilator was noted to be deformed. The edges were noted to be jagged. A portion of the distal tip appeared to be twisted. Therefore, the investigation is confirmed for the reported dilator tip bent issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using chronoflex single-lumen powerport. During the port placement procedure, it was reported that the tip of the dilator was allegedly found bent. There was no reported patient injury.